Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient was not crossing over to the server correctly. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient records were not crossing over to the server correctly. A technical support specialist (tss) dialed into the server and reviewed the patient status, identifying that the patient was admitted to the observation care unit (ocu) and not the emergency room unit. It was observed that all patients previously admitted to the emergency room unit had already been discharged. The tss executed a patient status query to validate the information and confirmed that the patient remained active in the ocu. Communication was initiated with the customer to verify visibility of the patient in the ocu. Further analysis of the patient data identified an error related to excessive data length in the allergy reaction field. The tss reviewed the health level seven specification guidelines and confirmed that the allergy reaction field exceeded the allowed character limit, which prevented the patient discharge update from processing correctly. The tss informed the customer to correct the data by ensuring the allergy reaction field remained within the permitted limit and to resend the discharge message. The system functioned as intended after technical support specialist troubleshot the device.